Event description:
The service report shows that during a regularly scheduled preventive maintenance, it was noted that the leak test did not pass. The nellcor puritan-bennett customer support engineer (npb cse) verified the leak. The npb cse inspected the device and replaced the cup seal. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event allaged in this report.